Event description:
It was reported that during a laparoscopic procedure, the surgeon was attempting to place a suction/irrigator through the trocar. The patient was large and had three previous surgeries. The trocar was placed in the supra pubic region. The trocar cannula broke in half. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). The analysis results found that the instrument was received with the sleeve broken and melted. This type of damage is consistent with the one produced by an energized device. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. (B)(4).information anticipated, but unavailable at this time.